Manufacturer narrative:
Additional information was received that the customer rebooted the system which resolved the issue. Customer declined ge healthcare service. Additional information was received that the customer rebooted the system which resolved the issue. Customer declined ge healthcare service.

Manufacturer narrative:
Ge healthcare¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. (B)(4).

Event description:
The hospital reported an error that prevents mechanical ventilation. There was no report of patient involvement.